Event description:
The physician reported that the nosecone dislodged from the shaft.

Manufacturer narrative:
Device not returned to MFR for eval. Suspected problem identified in results and conclusions. Retroactive audit of complaint files determined filing.